Event description:
Suspect device not in service yet. Sales rep called to report this incident. Glucose control results are hi. The device worked fined until download. Since then, all linearity and controls that appeared fine in memory were now hi out of range.